Event description:
The patient received two miradry treatments, the first on (B)(6) 2013 and the second on (B)(6) 2013. The patient developed hard, marble-sized lumps/bumps with drainage, and pain in both axillae a few days after treatment one. Antibiotics and steroids were taken. Symptoms improved but were not resolved when patient had second treatment on (B)(6) 2013. Three to four weeks following second treatment, patient had painful abscesses with drainage. Antibiotics were prescribed and an injection of steroid was administered. (B)(6) 2014 - most recent update per clinic and patient. Patient is still experiencing pain, soreness, hard, marble-sized lumps or cysts, drainage, and erythema in both axillae, right > left. No culture was taken on exudate. On four-week course of antibiotics.

Manufacturer narrative:
Review of lot history records for the involved device confirmed product met all specifications prior to shipment.